Event description:
It was reported the patient experienced low voltage advisories on (B)(6) 2021 and (B)(6) 2021 followed by a no external power alarm at 5am on (B)(6) 2021. The patient denied hearing alarms and reported that they were sleeping at the time. A log file analysis captured no external power/low power hazard events on (B)(6) 2021.

Event description:
It was reported that the patient was using the locking version of the mobile power unit (mpu) ac power cord.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting low voltage advisories and a loss of external power events. The customer also noted that the patient may be sleeping on battery power. Technical service reviewed the log file and replied to the customer. A loss of external power event while using the mpu was confirmed. The low voltage advisories occurred as part of power source exchanges and the patient was not sleeping on batteries. The event log file contained approximately 7 days of patient event data. There was one loss of external power event that occurred with the patient using the mpu. The event was 4 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages correspond to a brief loss of mpu output. Although the loss of external power event was confirmed in the log file, the specific reason for the loss of mpu output was unable to be determined in this investigation. The mobile power unit (mpu) assembly (pn 108285) was made in feb 2018. The unit was packaged (pn 100159807) and placed into stock on jun 12, 2018. The unit was serviced on sep 19, 2018 ¿ process to rental/loaner pool. The unit was sent to the customer (orthodynamics inc.) On oct 2, 2018. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord (pn 100160225) for the mpu. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.